Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The calibration signals were high. Qc results were acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys hiv combi pt (hiv combi) on a cobas e 411 analyzer (disk system). The initial result was 1.33 coi (positive). The repeat result was 1.25 coi (positive). The customer ran qc, and the results were outside of the acceptable range. The customer replaced the reagent kit and performed calibration and qc. The sample was repeated on the e411 analyzer with a result of 1.44 coi (positive). A rapid test was run in parallel with the same sample, and the result was negative. A different sample from the patient was sent to an external laboratory, where the result from the abbott method was "negative." The specific result was not provided. The polymerase chain reaction (pcr) result was negative.

Manufacturer narrative:
Single false positive results can occur as the specificity of elecsys hiv combi pt is less than 100%. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hiv combi pt assay performs within specification.